Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Other text : not returned to the manufacturer

Manufacturer narrative:
An event regarding dislocation of an rsa insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned for inspection. -medical records received and evaluation: not performed as insufficient patient medical records were provided for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the devices were not returned for inspection and no patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had a right shoulder revision due to reverse head dislocating.

Event description:
Patient had a right shoulder revision due to reverse head dislocating.